Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 1200mg/dl. The mother stated that he inserted a new battery and the insulin pump lost power within five mins. The customer stated that he does not receive any alarm messages. The customer mentioned having a broken clip. Advised the customer to revert to back up plan. The customer's last glucose reading was 140mg/dl, and he was treated with insulin drip and manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.